Event description:
It was reported that the right ¿wire split into two.¿ the patient was not sure how it happened. It was noted the patient went to the emergency room one night prior to the date of this report and had it ¿taped up.¿ it was further noted that it was ¿working fine.¿ then the patient was not feeling any stimulation on the left lead. It was noted that the patient observed the green light. The patient then switched to the right lead and stimulation was felt for ¿a few minutes¿ but then was ¿not felt at all.¿ the patient continued to observe the green light on the external neurostimulator. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was doing ok.